Event description:
The nurse reported a system message displayed between case one and two. The surgeon cancelled eight cases. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message displayed in the event log. The us controller pcb was replaced and sent for in house testing. Two phaco handpieces were found out of specifications and the company service representative recommended the facility replace them. The system was then tested and met all product specifications. Investigation including root cause analysis is in process. A supplemental MDR will be filed when additional reportable info becomes available.